Manufacturer narrative:
No fault found; issue unconfirmed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the machine failed to switch on; no confirmed root cause on a azurion 7 m20. The clinical use of the system was outside of use. There was no reported patient or user harm.